Event description:
(B)(4). It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented due to stable angina and was referred for cardiac catheterization which revealed the 80% stenosed target lesion located in the distal right coronary (rca) artery that was 16mm long, with a reference vessel diameter of 3.0mm. The lesion was treated with predilatation and placement of a 3.00 x 20mm study stent. Following intervention, residual stenosis was 0%. Three (3) days post index procedure, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2015, the patient came for follow up visit and was referred for coronary angiography which revealed in-stent restenosis of the study stent placed in the distal rca. No corrective action has been taken for this event. On the same day, the event was considered as recovered/resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).